Event description:
The report from the field indicated that during a coronary stenting procedure, the product did not cross the target lesion due to a broken hub. There was no reported pt injury. Additional information has been requested.

Manufacturer narrative:
A report was received that a cypher sds luer hub was associated with a broken bub during use on a patient. No information regarding the patient's age, gender, medical history or presentation was provided. No vessel and/or lesion characteristics or procedural details were provided. It is known that the product was removed without injury to the patient. The product was received for inspection. The complaint was confirmed for luer hub damaged. The inner and outer body had detached from the hub. Sem analysis results indicate that an adhesive layer was present in the hub cavity of the complaint sample. The outer body proximal end external surface and adhesive layer within the cavity exhibited each a smooth surface topography indicating no evidence of material deformation. This may be an indication that the adhesive layer inner surface and outer body external surface did not exhibit a strong bond causing the hub/body separation. The cypher sirolimus-eluting stent DHR review checklist indicated that the lot met quality requirements. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event.